Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a routine follow-up, the patient complained of diaphragm stimulation. X-ray showed the right ventricular (rv) lead was positioned deeper in the septum that the original implant location. The physician decided to reposition the rv lead. When repositioned in the septal position, the r-wave was low. After a few attempts, a new rv lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.